Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with bearings, a gasket, and a corroded motor assembly. Those parts were replaced along with other components. Service will repair and return the device to the customer.

Event description:
It was reported that the driver ran continuously on its own during set up for a surgical procedure. There was no patient involvement reported. The planned case was completed successfully using a back-up device. There were no adverse consequences reported as a result of this event.